Manufacturer narrative:
Correction: patient code of dyspnea was incorrectly added in the initial report.

Event description:
New information received noted that the patient presented for a lead revision procedure. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was light headed and experienced dizziness. The patient presented in clinic with episodes of oversensing on the right ventricular (rv) lead. Upon interrogation, it was noted that there were 33 episodes of rv non-capture. Programming changes were made, but there continued to be evidence of non-capture that was seen on a rv oversensing episode. The device was reprogrammed again with a plan to revise the lead. The patient currently was in stable condition and would be admitted to the hospital.